Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 11cm distal to the is-1 connector pin. A proximal and medial fragment were returned for analysis. The lead tip was not returned. Explantation aids were still inserted in and mounted on the medial lead fragment. The returned lead fragments were visually analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation and extraction damages, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported low rv sensing amplitude. Damages like the deformed rv and svc shock coil and the in this regions damaged lead body most likely occurred during the extraction procedure due to tensile stress. The manufacturing processes for both devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approx. 144 months after the implantation this lead was explanted due to continuous decreased sensing results in the ventricle channel (below 2.0 mv).